Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a hemihepatectomy procedure there was an incomplete staple line, only 50%, firing and closing trigger were jammed. No further information is available. No patient consequence reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information received: (B)(6) male patient with a neuroendocrine carcinoma, neoadjuvant chemo therapy, two ats45 with a white cartridge (k4dl1z) have been fired on normal liver tissue. There were no anomalies noticed during firing but both devices stopped after firing 50% of staple and cutting line. The appearance of the staple line was ok. The user fired the device in one smooth firing stroke. There was no bleeding or other adverse consequence for the patient. The procedure was finished successfully with same like device.